Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line during dwell 1 of 4 of their pd treatment. The patient did not report any alarms or warnings prior to the leak. Fluid was observed leaking from the patient line, no fluid was present in the pump module are or cycler set cassette exterior. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line during dwell 1 of 4 of their pd treatment. The patient did not report any alarms or warnings prior to the leak. Fluid was observed leaking from the patient line, no fluid was present in the pump module are or cycler set cassette exterior. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: h.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line during dwell 1 of 4 of their pd treatment. The patient did not report any alarms or warnings prior to the leak. Fluid was observed leaking from the patient line, no fluid was present in the pump module are or cycler set cassette exterior. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional and corrected information: b5.

Manufacturer narrative:
Corrected information: h.2 plant investigation: although a sample return kit was sent, the device was reported to be not available, and no sample was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line during dwell 1 of 4 of their pd treatment. The patient did not report any alarms or warnings prior to the leak. Fluid was observed leaking from the patient line, no fluid was present in the pump module are or cycler set cassette exterior. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.